Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 : (B)(6).

Event description:
The complaint/event occurred on an unspecified date in august 2023 and involved a clave¿ neutral connector that was reportedly leaking during a patient's intravenous (IV) therapy. The product was used for less than one day. The closed system central access device had to be opened for product replacement. The problem was discovered by a registered nurse upon monitoring/examination. The severity of the complaint was classified as an inconvenience or temporary discomfort. There was no unusual circumstances and intubation was not necessary. The device pre-tested prior to use. A second device was required to continue the IV therapy. There was no harm reported as a result of this reported complaint/issue. This reflects the first of two reports.

Manufacturer narrative:
Three used list #12568, clave¿ neutral connectors (lot #unknown) were returned by the customer for complaint investigation. No visual damages or anomalies were observed on the returned devices. A residue found on microclave during incoming inspection was rinsed out during decontamination. All 3 sets were primed and pressure tested. All 3 sets primed without any issues. The 3 sets were tested in the activated and the inactivated states. No leaks were observed on all 3 sets. The reported complaint of a leak could not be confirmed. The returned samples were tested and found no leaks. A review of the device history record could not be conducted because no lot number was identified. D9 - date returned to mfg: 14feb2024 corrected information for e1 - initial reporter postal code:(B)(6).